Manufacturer narrative:
There is no allegation against device functionality. This lv lead was explanted secondary due to patient infection.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was explanted due to infection, two months post-implant.